Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study: it was reported that patient experienced unstable angina pectoris. In (B)(6) 2019, the subject was enrolled in the evolve 4.5/5.0 study and on the same day index procedure was performed. Target lesion #1 was located in saphenous vein graft (svg) extending from svg to obtuse marginal (om) with 80% stenosis and was 56 mm long with a distal vessel diameter of 4.5 mm. Target lesion #1 was treated with direct placement of two 4.5 mm x 32 mm study stents. The final residual stenosis was noted to be 0% with timi flow 3. Baseline electrocardiogram (ECG) revealed sinus bradycardia with axis deviation, st and t wave abnormality, consider anterolateral ischemia. The next day, subject was discharged on dual antiplatelet therapy. In (B)(6) 2022, post index procedure, subject was diagnosed with coronary artery disease involving native coronary artery with unstable angina pectoris. At the same time, subject did not experience shortness of breath, dyspnea on exertion, palpitations, heart racing or skipped beats, lower extremity edema, orthopnea, weakness, numbness or neurological symptoms, syncope or presyncope. Subject was well tolerating medications without any significant side effects and blood pressure well controlled at home. Subsequently, the subject underwent pre-operative ECG which revealed sinus bradycardia with marked sinus arrhythmia, non-specific intraventricular conduction delay, t wave abnormality, consider inferior ischemia, shortened qt wave. On the same day, subject underwent coronary angiography performed which revealed 95% stenosis noted in proximal graft lesion of vein graft to 1st marginal artery was revascularized by balloon dilation using 4 mm x 15 mm quantum apex nc balloon followed by placement of 4 mm x 30 mm drug -eluting stent. Post procedure dilation was performed using 4 mm x 15 mm quantum apex nc balloon and the residual stenosis was noted to be 0% with timi flow 3. Post intervention, no complication was found during the procedure and the event was considered recovered/resolved.